Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against ventralex mesh. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 06-mar-2025 based on the date of awareness. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2009) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges per short form that the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against ventralex mesh. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2010 ¿ patient was diagnosed with incarcerated incisional umbilical hernia thereby underwent open repair with the implant of ventralex mesh (device 1). Per op notes, ¿the umbilical hernia was identified. A ventralex mesh (device 1) was placed in the peritoneal cavity and tails were sutured to fascia.¿ (B)(6) 2017 ¿ patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent laparoscopic to open repair with the implant of phasix mesh (device 2). Per op notes, ¿scar tissue was noted. Bowel adhesions to underlying fascia were taken down. A phasix mesh (device 2) was placed above the fascia and secured circumferentially using sutures.¿